Event description:
A (B)(6) male pt underwent aaa and common iliac artery aneurysm repair under general anesthesia on (B)(6) 2012. The pt's anatomical form was suitable for the procedure. Final angiography revealed proximal type I endoleak. Ballooning was performed and endoleak was reduced. The physician decided to take a wait-and-see approach since it was thought to be resolved after heparin neutralization. Another MFR stent was also placed to prevent kinking. No adverse effect on the pt.

Manufacturer narrative:
(B)(4) endoleaks are listed in the instructions for use. Event is still under investigation.